Event description:
It was reported that the ventilator did not work properly and ventilation was insufficient. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The reported issue could not be duplicated during investigation and the ventilator passed. No parts were replaced. The evaluation of the received device logs confirms the reported event at the date of event. It showed that the ventilator alarmed for airway pressure high, , peep high and respiratory rate high pressure delivery restricted. The generated alarms indicate a high expiratory resistance. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to a higher airway pressure and peep value than the pre-set and alarms are generated. The difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit. The used filter in the breathing system was not manufactured or distributed by getinge. Information concerning what type of patient breathing circuit that was in use at the time of event was not provided. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. Successful pre-use check was performed prior and after the event. There is no indication of a ventilator malfunction at the time of the event.

Event description:
Manufacturer's ref.#: (B)(4).